Event description:
Removed omnipod and found pus and painful sore and inflamed lump. Determined to be infection where omnipod canula was inserted. Skin infection very swollen and leaking and painful for days. Infection carefully monitored slowly abated to low level swelling and insignificant pain. Caused skin irritation and arm pain.